Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a button errror alarm. Customer's blood glucose was 8.2 mmol/l. The customer stated a button was not pressed for three minutes or more. The insulin pump was not exposed to moisture. The customer was advised to revert to a back-up plan while the insulin pump was being replaced. Customer will be returning the insulin pump for analysis.